Manufacturer narrative:
There were 3 packs of the 25gram, and 1 pack of the 10 gram product implanted in this surgery. See mdrs 1032347-2010-00081 to 00084. Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the doctor used mimix (3x25 gram and 1x10 gram packet) in a patient to fill boney void of about 2 inches wide by 4 inches long, times 2. The mimix was implanted on bone, and it fell apart at the end of the case and was removed. The surgery was extended for about 45 minutes for the doctor having to use another product once the mimix did not work.